Event description:
While pt connected to prismaflex dialysis machine, alarm "return pressure is dropping" sounded. Machine continued running. Large amount of blood noted to be leaking from behind tubing/filter set running down and pooling at base of machine. Immediately stopped machine and clamped pt's lines. Upon removing set from machine, tubing noted to be completely separated/cut. Machine pulling from use.